Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and was treated with an injection. The customer¿s other blood glucose was more than 400 mg/dl. The customer reported that they feel okay for troubleshooting. The customer does not use the bolus wizard. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer declined troubleshooting for the high blood glucose and kept on insisting that there was a part on the menu that stated assistance and they needed to turn that on. The insulin pump will not be returned for analysis.